Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the suspected peritonitis event. The cause of the suspected peritonitis was not reported. The patient was treated with meropenem (route, dose, and frequency not reported, duration not reported, though patient was continuing treatment at the time of this report). Action taken with dianeal therapy was unknown. At the time of this report, the patient was discharged from the hospital (total stay of four to five days) and was recovered from the event. No additional information is available.